Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the inspiratory tidal volume increased from set 450 ml to 4000 ml. There was no patient harm. (B)(4).

Manufacturer narrative:
It was reported that during patient treatment the inspiratory tidal volume increased from set 450 ml to 4000 ml and that the device generated several other ventilator related alarms. Our field service engineer reported that the customer has decided not to repair the unit. The customer has taken the unit out of service. The evaluation of received device logs confirms several occurrences of the reported alarms on the reported date of event. The generated alarms indicate leakage in the patient circuit but also contain alarms for high airway pressure, for example caused by kinked or blocked tubing. The true cause of these events cannot be determined due to lack of information. There is no indication of a technical ventilator malfunction.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).